Event description:
It has been reported to philips that there was an image disk problem which prevented the generation of x-rays. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced two hard disk and reloaded the ippc software which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was in clinical use at the time of the event. A philips field service engineer (fse) inspected the system onsite and confirmed that x-ray generation not possible due to image disk problem. After reviewing log file, fse confirmed the image disk in the frontal ippc was faulty. Fse replaced the two image disks and reloaded software of the ippc, after replacing the image disks of the ip pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.